Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. General cleaning and reseating of internal parts were performed. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. In the event log on the reported event date and time there are generated alarms for inspiratory flow overrange, peep low, respiratory rate low and check tubing. These alarms indicate a leakage in the patient breathing circuit. During the situation causing the alarms, the measured volume will be different than the set or expected volume. Information concerning what type of patient breathing circuit or filter that was in use at the time was not provided. According to the test log, successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The cause of the reported loss of volume was most likely a leakage in the patient breathing circuit. A correction of field # d1 ¿ brand name, # d4 ¿ version or model #, # d4 - unique identifier (UDI) # and # h4 - manufacture date were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. D4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). H4 - manufacture date ¿ previous manufacture date: 07/01/2020. Corrected manufacture date: 06/26/2020.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that a non-specific ventilator failure occurred .the patient experienced loss of chest rise and decreased saturation. Final patient outcome was no harm. Manufacturer's ref #: (B)(4).